Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: confirmed customers complaint during ¿motor test¿, found that the motor odometer had reached 12,194,096 rotations. Replaced the motor and hub gear. Reset motor odometer to 0. Upon further investigation, found that the downstream occlusion seal was delaminated, and the upstream occlusion seal was buckled. Replaced the occlusion seals, lens, lens seal, battery compartment, door, springs, pogo contacts, separators, gaskets, insulator, keypad and labels. Updated software. Performed dso (downstream occlusion)/uso (upstream occlusion) sensor calibration. Performed pvt (performance verification testing). Unit passed all testing criteria. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the motor service was due. The event occurred during self-test. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: upon further investigation, found that the downstream occlusion seal was delaminated.